Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to surgeon refusal. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had an krh all-poly tibia & gmrs distal femoral component long cemented stem with multiple extension pieces at md anderson about 10 years ago. Plan was to go in and revise tibia to mrh baseplate with modular cemented stem and leave the femoral component in place. Upon entering the knee joint a large amount of "black tissue" was seen in the knee joint/capsule. When the knee was dislocated it was discovered that the femoral component is loose at one of the extension piece junction. A fracture was seen on the 80mm extension piece with a large portion of metal missing at the connection flange. The procedure carried on in the standard fashion with the long cemented stem staying in place and a new gmrs distal femur was implanted with mrh tibia.